Manufacturer narrative:
Continued h.6: f2203. Additional, changed, and/or corrected data: a.4, a.6, b.5, d.6b, g.2, h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, calcified interior wall of capsule. Device was explanted and found to be intact.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.